Event description:
The device was returned from clinical service and the display screen was found blank during preventative maintenance testing. During manufacturing testing, it was noted that the shaft extension (cartridge impeller) on the end of the motor shaft was missing. There were no reported adverse patient events associated with the device while in clinical use. Though requested, no further information was available.